Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was walking and two times the group changed on its own and caused his left arm and leg to shake and the patient was in pain. The first time this happened was on (B)(6) 2018 and the device was on group b and switched to group c on its own. The patient didn't have the controller with him. The second time this happened was on (B)(6) 2018 and it switched from group a to group b without the patient manually changing groups. The controller was in his pocket facing outward that time. The patient said the controller is always locked when in his pocket. The patient said the controller switches appropriately when he manually does it, but it changed while the programmer was in the patient's pocket. The patient was told they can meet with a rep to see what percent he is in different groups. The patient has an appointment on (B)(6) 2019 with a rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was seen on january 7th and the cause of the groups changing on their own was not determined. The patient was given the patient and technical service number in order to determine if the programmer needed to be replace and to determine why the programmer was changing programs. The patient was able to manually change and correct the issue. It was reported that the issue was resolved. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.